Manufacturer narrative:
The investigation could not determine a specific root cause. Based upon the information provided, the most likely cause of this issue was pre- analytical sample handling. The customer used a centrifugation time of seven minutes with a higher speed. The time should not be shorter than 10 minutes.

Event description:
The customer received a questionable ion selective electrode (ise) sodium result for one patient sample. The initial result was 165 mmol/l and the repeat result was 132.9 mmol/l. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration dates were requested, but were not provided. The field service representative found there was a salt bridge on the reference cartridge and associated acrylic blocks. He cleaned the reference cartridge and associated acrylic blocks, primed reagents, performed ise check, and precision run. Precision run results were within specification. The instrument was operating within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.